Event description:
It was reported that tandem mobi pump issued repeated cartridge alarms during cartridge loading, preventing insulin delivery even after following prompt to replace used cartridge and load new one. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged replacement of pump and cartridge, confirmed use of backup insulin pump,